Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) displayed a middle of life 2 battery reading of 2.59 volts and a charge time of 9.7 seconds after being implanted for approximately one week, and would be scheduled for replacment. Three months later, it was reported the battery was dead and the device had been explanted. There was no report of adverse patient effects.